Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center exhibited no output under serial digital interface channel (no image). The issue occurred before a diagnostic gastroscope. The procedure was completed using a similar device. There were no reports of patient harm, delays or death, and the patient was not under anesthesia.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no output under the serial digital interface (sdi) channel (no image) due to a defective circuit board. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was due to a printed circuit board failure however, the root cause of this failure was unable to be identified. Olympus will continue to monitor field performance for this device